Event description:
Caller reported experiencing a cgm error 42, which was managed by technical support through a guided pump reset. After completing the reset, the pump no longer displayed the cgm error code, indicating a successful resolution. Caller then proceeded to start their sensor session without further issues. There was no adverse impact to the customer's blood glucose level.